Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was losing battery life quicker than normal and a battery cap replacement did not resolve the issue. Customer's blood glucose was 400 mg/dl, after the insulin pump went dead. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored. All operating currents tested within specification. No unexpected low battery alarms or blank display noted. The device had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.